Event description:
It was reported that on (B)(6) 2024, the patient underwent an osteosynthesis with a proximal tibial plate and locking screws for a tibial plateau fracture. When the surgeon attempted to insert a locking screw into the diaphysis, it was spinning idle and could not be tightened. Although the screw was re-inserted after re-drilling, it could not be locked. A new locking screw with same size was used, and the same issue occurred. As a result, a cortical screw was used for the hole. The surgery was completed successfully within thirty minutes delay. Patient was stable.this report is for a 4.5mm ti lcp(tm) prox tibia plate 6h/118mm/left-sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device history review (DHR): part number: 440.039s. Lot number: 7645p04. Manufacturing site: raron. Release to warehouse date: 17 oct 2023. Expiration date: 01 oct 2033. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.